Manufacturer narrative:
The t:flex user guide states: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's dinner time bolus was intermittently calculated incorrectly. Tandem technical support (cts) determined the pump am/pm time settings were set incorrectly. Reportedly, the customer incorrectly changed the pump time for daylight savings. Customer's blood glucose level was 176 mg/dl. Cts guided the customer through setting the correct time.